Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that a xtra-silent nite slide-link appliance has a broken component. It was reported on (B)(6) 2024 that the anchor became loose at the upper left. No injury was reported.

Manufacturer narrative:
The device was not returned, the investigation results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer internal reference number: (B)(4).